Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a peripheral interventional procedure using a 7f sheath. Reportedly, the foot could not completely retract, resulting in difficulty removing the device. Ultimately, the physician pulled out the prostyle device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed emdr, additional information was provided. The arteriotomy was enlarged as a result of the prostyle being removed with the foot partially open. No treatment was required and hemostasis was achieved with a new prostyle. Manual compression was not used. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed once the biological material was removed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect code 4582 removed.